Manufacturer narrative:
At the time of this report, no root cause for the reported issue has been determined. It also has not been determined whether or not the reported issue was a malfunction that could lead to serious injury or death; therefore this report is submitted under the assumption that it may have been such a malfunction.

Event description:
A colonoscope was returned for service, and when the manufacturer's support personnel inquired as to the nature of the issue, it was reported that the device "was not working at all". Follow-up inquiries determined that the specific issue was that images were not being displayed. It is not known whether the event occurred during a case or whether the issue was discovered during routing checks.